Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2010 and ams monarc was implanted; and on (B)(6) 2011, a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted along with concurrent total hysterectomy due to sui, uterine prolapse, cystocele, and rectocele. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced nocturia, and leakage during the night.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced urge incontinence, stress incontinence, nocturia, urinary hesitancy, urinary tract infection, urinary frequency, urinary urgency, and incomplete bladder emptying.